Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance, as well as noise. This lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. This report will be updated upon receipt of additional information, or upon completion of analysis.

Manufacturer narrative:
Additional information was reported that this ra lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.